Event description:
It was reported that a (B)(6) study patient underwent x-stop procedures at levels l3-l4 adn l4-l5. Reportedly, patient had a dorsal l4 spinous process fracture while implanting the device. Severity was indicated as 'moderate-interferes somewhat with daily activities'. There was no intervention performed. No further information was reported.

Manufacturer narrative:
Eval mehtod: follow-up with company representative.